Event description:
It was reported that during a prostate procedure, three surgical fibers were replaced due to breakage / damage. The first fiber used was reported to have broken / damaged (inner and outer sheath) due to friction from the fiber holder used. The fiber was replaced and the procedure continued using a second surgical fiber. The second surgical fiber used was broken while being cleaned (distal fiber hood); the fiber was replaced and the procedure continued using a third surgical fiber. The third surgical fiber used was reported "broken" (likely timed out) during a pause in the procedure during coagulation. The procedure was completed using an alternate procedure (resection loop / turp). There was no patient injury reported. This report is for the third surgical fiber used.